Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that there was not an lv lead issue. Automated testing of clinician-selected pacing polarities was completed and the patient did complain of thumping with testing in certain vectors which had a specific commonality.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing a thumping sensation while lying on their back or right side. It was deemed to be related to the left ventricular (lv) lead. The lead was reprogrammed and remains in use. The patient is a participant in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.